Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for three unknown screws, unknown part # / lot #. Devices are not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient had a hardware removal (B)(6) 2016 due to a possible infection. Unanticipated x-rays were taken. The following hardware was removed from the right medial distal tibia: one (1) 3.5mm locking compression (lcp) hook plate 3 hole and three unknown (3) screws. No surgical delay. Procedure completed successfully. The patient was initially implanted with the hardware on (B)(6) 2016. This report is for three unknown screws. This is report number 2 of 2 for (B)(4).